Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history record revealed the lot was manufactured and processed per specification requirements. There were no complaint-related anomalies, mrrs, operating room ncrs associated with this lot. The product evaluation revealed that due to an unknown cause, the tip broke off on the lcp-dhhs coupling screw. The shaft exhibits some slight scuff marks and scratches along the entire surface area. Based on the evaluation and the unknown cause, this complaint is deemed indeterminate from a manufacturing position. Placeholder.

Event description:
During a dynamic helical hip system procedure, technician was tightening screw for insertion and the screw broke into the helical blade. A back up helical blade was used and the surgeon proceeded without using a connecting screw. Procedure was successful and patient was not harmed. The screw and the blade are available for return. This is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.